Manufacturer narrative:
Full response for medwatch field e1 initial reporter establishment name: (B)(6). The sodium electrode lot number and expiration date were not provided. A field service engineer (fse) determined that there was a deformed ion-selective electrode (ise) vacuum nozzle that was stuck to the base of the mixing vessel. The fse replaced the vacuum nozzle. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results from the cobas pro ise analytical unit, approximately 33 results were a reportable malfunction. One example provided was 148.9 mmol/l, and the repeat result from a cobas pure analyzer was 136 mmol/l. "Results - (B)(6)" for additional initial and repeat results.